Event description:
It was reported that a signal loss occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s husband found the patient unconscious and cold in her chair. The continuous glucose monitor (cgm) was in a signal loss state, therefore, the patient had not been receiving any cgm values. It was noted the signal loss had been occurring for over 3 hours. The patient was using a tandem insulin pump. There was no documentation that a blood glucose (bg) meter reading was taken at this time. The patient¿s daughter (who is an internal medicine doctor) treated the patient with a glucagon injection. At an unspecified time later, emergency medical service (ems) was called. Ems arrived and treated the patient with an IV drip. A bg fingerstick reading was done as well, however, the specific value could not be recalled. The patient was unresponsive for 30-45 minutes but recovered at home after treatment. Of note, the patient was not transported to the emergency room. The patient was doing better at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code - e1206 chills.